Event description:
Information received indicated that the bed head hi/low was raising up without the pressing of any buttons.

Manufacturer narrative:
Technician noticed patient left siderail control for head up was pressed in and stuck causing the head to raise up on its own. He took apart the siderail panel and unstuck button to resolve this issue. Bed is now working fine.